Manufacturer narrative:
Conclusion: without return of the device, the root cause for the clinical observation cannot be determined. Medtronic will continue to monitor field performance for similar events, should they occur.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested. The device has not been returned to medtronic. A separate report has been filed on the re placement device. (B)(4).

Manufacturer narrative:
Additional information was received that the device was heavily calcified. Portions of the device were explanted, and the remainder was left in the patient due to the patient's anatomy and used for the implant of the new device. None of the explanted valve will be returned for analysis. The death was related to other comorbidities; the valve did not cause/contribute to the death. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that this aortic root bioprosthesis the device was explanted after eight years of implant, and another device of the same model and size was implanted as a replacement. It was reported the patient expired later the day of the replacement procedure. It was not reported why the chronic device was explanted, or the cause of the patient death.